Manufacturer narrative:
The bench service engineer (bse) replaced the power supply to resolve the power supply failure. Following the part replacement the bse completed a performance verification test (pvt) which the device passed. The bse restored the device to factory settings before returning the device to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The bench service engineer (bse) evaluated the device at the bench service center on (B)(6) 2024 and confirmed that there was a power supply issue. When turning on the device, the device switched to battery power and did not recognize the power cable. The battery charge and power light emitting diodes (leds) remained off. The device was tested with another power cable, and the issue persisted. The device was opened by the bse, and it was observed that the capacitor of the power supply was burned. The bse determined that a replacement power supply was needed to resolve the issue. The investigation is ongoing.

Event description:
Philips received a complaint about the v60 ventilator indicating a power supply failure. It is unknown if the device was in use at the time of the reported problem. There was no patient or user harm reported. Bench servicing of the device was recommended to the customer.